Event description:
It was reported that this right ventricular lead was explanted due to product performance issue and a new right ventricular lead was successfully implanted. No additional adverse patient effects were reported.